Event description:
A customer from the netherlands reported a short circuit that was caused by the pcb gpio assembly svc 07045441001. No harm or injury alleged.

Manufacturer narrative:
An investigation was initiated and confirmed that fluid migrated down tubing or cabling to the j1 connector of the general purpose input output (gpio) board. As a result, the j1 connector and plug of the pcb gpio assembly svc was compromised leading to an electrical short. Additional analysis and investigation is ongoing to determine the root cause(s) of fluid leaks. Consignees have been notified. Local field service engineers will contact the customers and perform specific service actions during a site visit, such as, inspecting all devices for any signs of current and/or past fluid leaks, cracks, or clogging and clean & replace any gpio boards that have these signs. Additionally, the field service engineers will rearrange cables that plug into port j1 of the left as well as right gpio boards of the instruments, to introduce a drip loop to each cable in order to redirect fluids away from the boards at j1 position, to help mitigate the issue.